Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally started a continuous glucose monitor (cgm) sensor session. There was not reported impact to customer's blood glucose level.